Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the insulin delivery of the infusion device is inaccurate and this has caused hyperglycemia in the 250-350 mg/dl range. No adverse event was reported. The alleged product was requested for evaluation.